Event description:
It was reported that during a cryo ablation procedure, while using the deflection of the flexcath, the handle came apart. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a photo and 4fc12 sheath with lot number 0012267494 were returned and analyzed. The returned image showed a large gap between shaft strain relief and the barrel. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the shaft area was performed. No anomalies were identified. The shaft was intact with no apparent issue. No kink or any damage was observed on the surface. Visual inspection of the handle area was performed. The inspection identified the strain relief was detached from the handle. A gap between the handle and barrel was observed. Visual inspection of the dilator was performed. No anomalies were identified. The shaft, tip, and the length are according to specifications. The relevant sub-assembly inspection and tests were performed. Dissection of the returned device revealed bent guide rod inside the handle which led to deflection difficulties. Dissection of the returned device revealed guide rod inside the handle was torsion which led to deflection difficulties. Dissection of the handle revealed a shaft kink in the handle area. In conclusion, the sheath failed the returned product inspection due to the breach observed on the shaft inside handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.